Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer did not observe insulin drops coming from the end of the infusion tubing during the fill tubing process. During troubleshooting with tandem technical support, customer disconnected the infusion tubing at the lure lock and no insulin was observed exiting the patient line. Customer changed out all supplies and successfully completed the load fill process. There was no reported impact to the customer's blood glucose level.